Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation results, the specific root cause of the intermittent image could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial reporter arranged for return of the suspect device to olympus for evaluation/repair. However, a follow communication received from the initial reporter indicated that the reported problem was resolved and the service request was cancelled. Resolution details were not provided. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the menu flickered and went "blank" when going to the "advance menu." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.